Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was determined that no anomalies were found that could have caused or contribute to the reported problem. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined that based on the available information, an abnormality in the subject device was not identified and the phenomenon was likely caused by damage to the pin of the cable connected with rgb.

Manufacturer narrative:
The customer called an olympus technical support representative for troubleshooting. The customer reported connecting the monitor out cable to the rbg port on the back of the monitor. The customer removed the connector and stated it appeared to be missing pins. The customer later reported connecting the cv-190 to the secondary monitor using an sdi cable and using the sdi as the primary input. The customer confirmed being able to get an image displayed on both monitors. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center does not display an image on the nds monitor. No patient involvement or impact to patient care was reported.